Event description:
Boston scientific received information that the patient with this device passed away ten days after the implant procedure. The patient's spouse reported believing that the patient was too weak to undergo the implant procedure. The spouse also reported that the patient became ill after being released from the hospital and that she was told he had excessive potassium a few days before he passed away. There were no allegations regarding the device.

Manufacturer narrative:
This investigation will be updated should additional information be provided.